Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. The battery compartment reportedly was cracked and there was moisture/corrosion inside the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2015 with the following findings: there was visible rust/corrosion found inside the battery compartment. A leak test was performed; the battery compartment was found to be leaking. The battery compartment was cracked on the side of battery compartment from the threads traveling down along the side of the bumper to the case seal. The pump was unable to power on; there was no audio/vibration detected at power up. The remaining steps were unable to be verified. The pump was opened; there was evidence of internal moisture found on the battery compartment and support bracket.